Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. No further information can be anticipated. (B)(4).

Event description:
A health professional reported that a knife was dull during surgery. An alternate knife was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that there was no impact to the patient. The procedure performed was cataract surgery. No further information can be anticipated.